Event description:
It was reported that pump displayed malfunction code 16 and customer required replacement, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using a pre-paid label, and was informed that a warranty replacement pump with updated software would be shipped; customer was also advised to re-enter pump settings, reconnect continuous glucose monitor, and select the appropriate setup option on the replacement pump, all of which customer understood and acknowledged.